Event description:
Per the clinic, the device was explanted (date not reported) due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, april 1, 2015.

Manufacturer narrative:
(B)(4).